Event description:
Sales rep reports, one surgeon reported strikethrough on an extra protection gown while performing a panniculectomy operation. Strikethrough occurred in the middle section of the gown. She states that "blood did not come in contact with skin."